Event description:
A customer reported that during cataract surgery, the intraocular lens (iol) was observed to have a tom haptic after insertion. The surgeon believes the injector system caused the event. The iol was removed through an enlarged incision and the same model and diopter power iol was implanted. One suture was required. The pt is noted as doing well.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).